Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm and helium leak issue.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Esp personnel provided the getinge how to change the helium tank resource guide from showpad. There was no information reported about any adverse event or patient injury.

Event description:
It was reported by the customer through a direct call to the emergency clinical support line that during use the cardiosave intra aortic balloon pump (iabp) had an autofill failure alarm 8 times. The customer reportedly had troubleshot the alarm by replacing the helium tank. However, that did not resolve the alarm. The customer stated that the helium icon on the pump was on red, and that they felt like it was a helium issue. The customer verified that the helium valve was open. Further troubleshooting revealed the o-ring was missing on the replaced helium tank. The customer then reported that the they switched to another cardiosave, which resolved the alarm. The customer then stated they could replace the helium tank without assistance.